Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record of the reported lot could not be conducted because the part and lot numbers were not provided. The reported patient effects of thrombosis and myocardial infarction are listed in the xience v everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects of thrombosis and myocardial infarction, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional adverse patient effect of death referenced is being filed under a separate medwatch report#. The UDI is unknown because the part and lot #s were not provided. Article attachment: second-generation everolimus-eluting and paclitaxel-eluting stents in real-life practice (compare): a randomised trial..

Event description:
It was reported through a research article identifying unknown xience v that may be related to the following: {myocardial infraction, revascularization, thrombosis, and death.} specific patient information is documented as unknown. Details are listed in the article, titled: second-generation everolimus-eluting and paclitaxel-eluting stents in real-life practice (compare): a randomised trial.